Event description:
It was reported that during a radiation treatment, the patient alert sounded. The device was found to have an electrical reset. The reset was then cleared. A couple weeks later, the patient was undergoing additional radiation treatment, and later review of the remote transmission indicated that the device had reset once more. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: por for critical ram parity error, addr=1760, data=ac on (B)(6) 2012 09:20:03. Patient alert for device circuit error on (B)(6) 2012 09:20:03.